Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced the system board. After other unrelated updates were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device repeatedly rebooted itself. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the removed system pcb assembly. Stryker was unable to isolate the issue to a component level after replacing multiple components on the pcb. A further root cause could not be determined.

Event description:
The customer contacted stryker to report that their device repeatedly rebooted itself. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.